Manufacturer narrative:
H.6 codes updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the device was explanted on (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the device quit maybe 3 months or less. The patient kept pushing up to get relief. The second device quit approximately 6 months. It did not help the patient reduce the time they went to the bathroom. After the first device quit, the patient tried to contact the physician to have them change location and they contacted the replacement physician. They put in the second device. When it died, the patient was going to a place. The patient gave up and left it in place where it is now. The patient was refused by the technician and was told they had to check the second device. The battery died in both ins. Remains implanted. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that no one was currently managing their device. They said that many tests and x-rays had been taken over the last few months to find out what the problem was. They said that it was one of those x-rays that indicated that a wire had come loose from the device in their back. They said since no one was currently managing their device it was just an observation and they happened to hear a gastroenterologist who was wanting to see what was going on with their spleen and colon. The healthcare professional had ordered an MRI of the patients middle but when the patient heard this, they made them aware of the device in their back. The x-ray group checked with the manufacture and due to the wires, they did not want to proceed and have the wires heat up and burn the patients inside. The patient said an ultrasound was ran but was not good enough for them to see the spleen, so they wanted to do an MRI. Their new urologist said that he was familiar with the device and said it should not have been used for the patient¿s overactive bladder and wasn¿t made for that. The patient asked their healthcare professional if they could take it out and they said yes. Their healthcare professional started them on some pills that reduced the amount of times they were urinating at night and they were waiting on a response from the healthcare professional regarding the request to remove the device. The patient said they did not know why a wire became disconnected or if it really did. They said just the passing comment that a wire had come loose from the device as see in one of the x-rays.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they having surgery on (B)(6) to remove the device. No further complications were reported/anticipated at this time.

Event description:
Additional information was received from the patient. When asked for clarification on device not working, they said the device was to correct their problem with overactive bladder. Going pee very many times day and night. The first device I used to the point of control it was to have on bladder until I ran the battery down so I was told by the maker rep the next one I tried to not run it so high but still discouraging results. After 6 months not getting to happen at all I was only able to contact the second doctor living near me. The patient said no testing was done because they no longer had a managing healthcare professional. They said that a rep told them the battery was dead and helped the healthcare professional install the second device. The patient said they did not change what they were doing when asked for circumstances leading to the event. They just kept going pee often and never slowed down on change. They confirmed the issue was not resolved and their bladder kept dumping often. The patient said their healthcare professional suggested taking it out. The hospital didn't do an MRI because of the device had wires. They did an ultrasound. An earlier x-ray showed a wire hanging loose. The patient said they asked their healthcare professional about removing the device, but they didn't say yes or no. They said if its removed they will be out of action until the place heals. The patient mentioned they have gained a little weight.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. The caller reported that the patient said the device stopped working about 6 months after implant. The patient was redirected to their managing healthcare professional to check the device as the caller didn't know the specific issue with the stimulator. There were no patient symptoms or further complications reported as a result of this event.